Event description:
It was reported that during a rotational atherectomy procedure the wire became stuck in the rotalink catheter. The physician had to remove the wire forcibly. There were no pt complications and the pt status is listed as good.